Manufacturer narrative:
(B)(4). Batch # m9195y .the analysis results found that the er320 device was returned in good condition. A bag with an unknown component was returned and does not belong to the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the clips were not forming correctly. The device was not part of a kit. It is not known if a cholangiogram was performed. There is no further information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.